Event description:
The patient presented in the emergency room following an arrhythmia episode. Further investigation revealed a loss of pacing and loss of telemetry on the device. The device was noted to be in backup mode prior to explant. The device was successfully explanted and replaced. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of pacemaker found in back-up mode could not be confirmed. The reported events of no pacing and failure to interrogate were confirmed. The device was received with no telemetry communication and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found above elective-replacement levels. A feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated elevated current drain, consistent with moisture damage, resulting in the reported events. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.

Manufacturer narrative:
This device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.